Event description:
It was reported that the implantable cardiac monitor (icm) had migrated and eroded through the skin. The icm was explanted and not replaced. No further patient complications have been reported as a result of this event.